Event description:
It was reported during an implant procedure, medical judgment to upgrade the implantable cardioverter defibrillator was made and the right ventricle lead was capped and replaced without incident. During replacement, a left ventricle lead was attempted but dislodged. Consequently, this lead was not implanted and replaced with another same brand lead without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis revealed lead was stretched; damage at implant noted. Primary analysis findings noted no anomalies found.